Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred. Blood glucose was over 200 mg/dl; however, the exact value was not provided. Reportedly, the pump fill estimate was inaccurate. Customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (fill estimate) could not be verified. Additionally, a different issue was identified.